Event description:
New information received notes that patient was found at home some days after expiring. The physician could not confirm the cause of death. No further information is available.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.